Manufacturer narrative:
Product analysis #705295190:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a as found condition: the concerto pusher was returned for analysis within a shipping box and within an opened concerto outer carton. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. No evidence of detachment attempts was found at this location. The break indicator was found broken with the two segments retained by the release wire. The concerto pusher was found bent at ~53.0cm and ~146.2cm from the proximal end. The shield coil was found undamaged. The implant coil was already detached and not returned for analysis. Testing/analysis: n/a conclusion: based on the analysis performed, the customer report of ¿coil kink/damage" could not be confirmed as the implant coil was already detached and not returned. The break indicator was found broken, the release wire was retracted, and the coin was fully out of the lumen stop, detaching the implant coil as expected by the detachment elements. Ngod10 2022-12-11 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of a defective concerto coil. It was reported that the coil was defective. The patient was undergoing a procedure for a gi bleed. It was noted the patient's blood flow was normal and vessel tortuosity was normal. The reported device and accessory devices were not prepared as indicated in the instructions for use IFU for a continuous flush was not administered. No patient symptoms or further complications were reported as a result of this event.